Event description:
The customer stated a false positive troponin result was generated using the architect i2000sr analyzer. The customer provided the following result: initial 0.259 ng/ml, retest <0.01 ng/ml. The customer uses a cutoff of 0.04 ng/ml. No adverse impact to patient management was reported. No additional patient information was provided.

Manufacturer narrative:
High test results; (B)(4) no consequences or impact to patient; (B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation has begun but is not complete.

Event description:
The patient was admitted to the ccu and given clopidogrel, clexane and aspirin. An ECG and blood tests were performed (no specific tests provided). Initial impression was high risk of acute coronary syndrome. Repeat testing was performed at 00:00 and 07:20, results: <0.01 ng/ml. Treatment was stopped (B)(6) 2012, the patient was discharged. No adverse outcome was reported due to the treatment.

Manufacturer narrative:
(B)(4). Further investigation of the customer issue included a review of the instrument by an abbott field service representative (fse), a review of the complaint text, a search for similar complaints, and a review of labeling. The fse found the buffer bulk solution level sensor quick disconnect tubing was not connected properly. The quick disconnect tubing was reseated correctly and a wash zone aspiration test was performed successfully. Controls were ran and passed, indicating the instrument is performing per specifications. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information a deficiency, of the architect i2000sr analyzer, list number 03m74, was not identified.